Event description:
Reporter name: (B)(6): on (B)(6) 2024, during a coronary artery bypass grafting (CABG) procedure performed at (B)(6) hospital, a clot reportedly traveled to the patient¿s (B)(6) brain, resulting in a stroke. The procedure involved use of the terumo advanced perfusion system 1. On (B)(6) 2025, the patient (B)(6) died due to complications associated with the cerebral clot/stroke event at (B)(6) hospital.